Manufacturer narrative:
This event is currently under investigation.

Event description:
A patient of unknown gender and age was undergoing a ureteroscopy with laser lithotripsy procedure. The device was being placed on the flexible scope as irrigant squirted out in the physician's face. A second device was opened and the very same difficulty occurred. A third one was opened and used to completed the intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, trends, and specifications was conducted during the investigation. The device was not returned for further investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of device master record did not observe any non-conformances that may have contributed to this incident. Based on the information provided, and the results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.